Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during intraocular lens implantation surgery, an ophthalmic cutting knives were found to be blunt. The surgery was completed on the same day with alternative product. No patient impact was reported. This complaint is pertaining the first of two reports received from the initial reporter.

Manufacturer narrative:
Additional information is provided in sections d.4, h.6, h.4 and h.11. A sample was not received at the manufacturing site for evaluation for the report of blunt keratomes; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Photo attached to the parent file was reviewed by the manufacturing site. Photo shows pak lot number. Reported issue could not be confirmed from the photo review. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.